Manufacturer narrative:
(B)(4). Batch r5a59k. Investigation summary the analysis results found that the ats45 device was received with the firing trigger broken and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The device opened and closed without any difficulties noted. Although no conclusion could be reach on what caused firing trigger broke, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, the handle is very slow and cannot be fully closed. The knife only moves a few mm. Switches magazine in the staple to see if it gets better. When trying to staple with the new magazine, the handle is blunt and breaks off. Changed to a new stapler which then works without any concerns. There were no adverse consequences for the patient.